Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Based on the issue description, the manufacturer's technical support suggested replacing cable assembly power network interface card (nic) right side as a first step since the pumps and modules connected to the right nic were having the same symptoms "an intermittent red x", and when the modules were moved to the left, they worked fine. Upon the replacement of the faulty cable by the manufacturer's subsidiary service engineer, the system was able to boot up normally and there were no alarms or red crosses on the master and slave pump, electronic patient gas system (epgs) and modules. All pumps were able to run and modules appeared to be online, ¿green led¿. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. Some darkening/buildup of surfaces within crimp sockets of the power cable were noted. The buildup found is likely the cause of the reported complaint. The majority of the buildup on pin number five was dislodged during testing through normal use of the cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
(B)(4). Software data logs were received by the manufacturer on 22-dec-2015 for further evaluation. The subsidiary site suspects a faulty nic board, which lead to the intermittent fault of all the equipment.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system-1 (aps1) malfunctioned half-way during the case. The master roller pump, slave 4-inch cardioplegia (cpg) pump, spare pump and electronic patient gas system (epgs) intermittently connected and disconnected (red "x" on central control monitor [ccm] perfusion screen) throughout the operation. The ccm displayed error "small roller pumps: 3 fail". The alarm rang continuously. The three modules connected to right side of aps1 network interface card (nic) board displayed malfunction (red light emitting diode [led]). The modules were one unit of pressure module and two units of temperature module respectively. The flowmeter was intermittently connected and disconnected through out the operation. Checked the system and respective equipment log files, found " 5v supply voltage test failure" occurring numerous times during the operation. The three units of 4-inch pumps, one unit of flowmeter, one unit of epgs and the respective malfunction modules are found to be connected to the right nic board. The device was not changed out, as the perfusionist (ccp) used the master and slave roller pump for once or twice to give the cpg after the alarm and "red cross" intermittently went off. The case was able to continue as the arterial, vent and sucker pumps were still operating normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 22-dec-2015: per the subsidiary site clinical specialist, the devices continued to function in spite of the communication issues (red x). There was no loss of performance, and the system was used for the rest of the procedure. There was no delay in the procedure and nothing was changed out during the procedure. The case was completed successfully, without associated loss of blood and no harm was observed.